Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, g1, h6.

Event description:
Healthcare professional later reported right side deflation.

Event description:
Patient reported "heart issues" and "rupture". The event of "heart issues" is not device related. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional later reported right side deflation. Patient additionally reported "heart issues" which is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as fold flaw opening. ¿ varied injuries: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.